Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, an alert for charging timed out on the device was noted. A manual capacitor charge time was performed twice and the charge time was decreased. No further intervention was performed and the device will continue to be monitored. The patient was stable with no adverse consequences.

Event description:
Multiple alerts for charging time out on the device were noted. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: the reported field event of extended charge time was verified in the lab. The device was above elective replacement indicator (eri) when received. The telemetry, pacing, sensing, impedance, hv output, patient notifier and capacitor maintenance were tested on the bench. No anomaly was detected. The hv capacitor analysis report showed no anomaly. The root cause of the field event could not be conclusively determined.